Event description:
During balloon angioplasty the balkan catheter fractured twice (2 diff catheters) during procedure resulting in excessive blood loss, and need for blood transfusion - sheath hub disconnected. Additional lot number # 1464712.